Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a return of symptoms. A confirmed motor stall occurred on (B)(6) 2011 and recovered. A second stall occurred on (B)(6) 2011 with no motor stall recovery recorded. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.